Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur. The customer was advised to call back if the issue arises again and acknowledged the instructions.